Event description:
It was reported that the rx voyager balloon catheter could not be deflated and had to be removed; still inflated. Reportedly, there were no pt effects.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned balloon catheter revealed that there was blood visible on the shaft and in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. The balloon was returned partially inflated. There were two strands of peeling material at the distal balloon taper. The guide wire exit notch was torn for a length of 2.5 mm. The outer member was necked down against the inner member 4.5 cm distal to the guide wire exit notch for a length of .5 mm. There was a kink in the hypotube at the strain relief tubing. A syringe was returned connected to the catheter. A new indeflator filled with water was used in an attempt to deflate the balloon, but the balloon would not deflate. Many attempts were made to inflate and deflate the balloon to dilute the thick contrast in the inflation lumen, but the balloon would still not deflate. The balloon could be inflated and hold pressure, but could not be deflated. The balloon catheter will be left overnight at negative pressure to attempt to deflate the balloon. After two days the balloon deflated. The balloon catheter was pressurized again and an attempt was made to deflate the balloon, but the balloon would not deflate. Many attempts were made to inflate and deflate the balloon, but the balloon would not deflate. Quality engineering reviewed the incident info and analysis of the returned device and damage was noted. There was peeling of the balloon; the outer member was pinched against the inner member of the balloon catheter near the guide wire exit notch, and there was a kink in the hypotube. There was no reported damage noted to the device in the inspection in preparation for use, so it is most likely that the noted damage occurred during use, in attempt to deflate the balloon, or removal of the device from the pt. The pinching of the shaft can significantly reduce or completely obstruct, portions of the inflation lumen. This could have caused the contrast to become trapped or to drain very slowly from the inflation lumen of the balloon catheter. The trapped contrast, particularly if it became dry, could have made the balloon difficult to deflate. In this case a conclusive root cause cannot be determined, but seems to be related to the operational context of the device usage. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the qa dept.